Event description:
Information from study: dr. Implanted 5 patients with 2x7 sling mesh. Of the 5 patients, there were two incidences of wound dehiscence or poor healing with two wound infections. "In the two cases removed the sling." No other information provided.